Event description:
A serious adverse event related to a boston scientific catheter used to drain an intraabdominal abscess. It is my opinion that the suture material used to curl the ir placed catheter broke off in the pt's abdomen and led to continued infection, and then perforation of her duodenum an intraabdominal abscess and sepsis which has required multiple surgical procedures to correct. She has ongoing surgical treatment will need further reconstructive surgery in the future. It is my belief that the catheter that malfunctioned on (B)(6) 2017 was a boston scientific expel drainage catheter with twist lock hub 12 french by 25 cm etin (B)(4), ref h7493931112250, lot 19369653. It is my opinion that the boston scientific locking suture used in this catheter was broken off and perforated her duodenum and sepsis. This was identified on (B)(6) 2018 in the operating room and confirmed by pathology as a foreign body consistent with the boston scientific suture material broken off on (B)(6) 2018. She has required multiple operations and continues to have significant medical problems related to this catheter malfunction which caused the perforation and abdominal abscess. This is the second pt at USA to have a boston scientific ir catheter break off inside the abdominal catheter leading to recurrent abscess, bowel perforation and serious life-threatening medical problems a (B)(6) y/o woman s/p gastric bypass years ago who underwent multiple abdominal surgeries for perforated duodenum in 2016. She was readmitted in 2017 for treatment of multiple abdominal abscesses treated with percutaneous drains. Pt underwent percutaneous drainage of an intra-abdominal abscess (abscessogram) by interventional radiology on (B)(6) 2017. The back end of the drain was cut, the drain removed over a short amplatz wire, and a new 12 french all-purpose drainage catheter was advanced over the wire into the collection. The locking loop was formed and the positioning was confirmed with an abscessogram. There was blistering of the skin adjacent to the drain; therefore, I did not suture the drain or use a securing device and will rely on the locking loop to prevent dislodgment. Gauze and paper tape were used to sterilely cover the boston scientific expel drainage catheter with twist lock hub 12 french by 25 cm etin (B)(4), ref (B)(4), lot 19369653, (B)(6) 2017 drainage catheter exchange within abscess. Initial CT showed catheter was not inferior to the hepatic abscess as believed during the fluoroscopic portion of this procedure, but actually course through it and through the fistula into the stomach. The catheter was appropriately withdrawn and repeat imaging showed appropriate placement within the collection. However, due to a malfunction of the locking mechanism, exchanging the catheter became necessary. An amplatz superstiff guidewire was used to exchange this catheter for new 10 french apdl catheter. Repeat CT image was used to confirm placement. Statlock system was placed and sterile dressing applied on (B)(6) 2017. Discharged with abscess drained on (B)(6) 2018 operating room elective: complex open ventral hernia repair with mesh. On (B)(6) 2018, admitted with drainage from wound. Cultures show multiple enteric pathogens (B)(6) 2018 exploratory lap resection of chronic fistula, suture consistent with boston scientific suture material broken off from 12 french catheter placed on (B)(6) 2018 found in perforation of duodenum with leak of duodenal contents into wound. This foreign body eroded into the duodenum and caused the abscess, fistula, sepsis and breakdown of the hernia repair. On (B)(6) 2018 discharged with wet-dry wound care. Wound clean granulating (B)(6) 2019 seen in clinic with recurrent ventral hernia. Will need major surgery to repair. FDA safety report ID# (B)(4).